Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the doubledrillguide 2.7/2 (p/n 312.240 lot 9649835) was received showing the 2/2.7 mm drill guide subcomponent broken off from the handle. The transverse fracture was at the interface between the 2/2.7 mm drill guide shaft and the handle. No other issues were identified with the returned components of the device. Dimensional inspection: feature: shaft diameter , specification: ø 2.7 mm +0/-0.05 mm, measured dimension: ø 2.66 mm, shaft adjacent to fracture, result: conforming, measurement device: ca215p. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the doubledrillguide 2.7/2 (p/n 312.240 lot 9649835) as the 2/2.7 mm drill guide subcomponent was broken off from the handle. While no definitive root cause could be determined, it is possible that excessive force was used during device use and/or rough handling/unintended forces occurred during reprocessing. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part# 312.240, lot# 9649835, manufacturing site: bettlach, release to warehouse date: 11. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a double drill guide broke at the junction between the handle and the actual drill guide. It is unknown if there were a procedure and patient involvement. This is report 1 for 1 (B)(4).